Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of up to 280 mg/dl for the past 6 days. He stated, this began when he switched to a different type of infusion set. He did not receive training when he switched infusion sets and he is blind and feels he is not able to properly insert the headset. He stated insulin leaked from the site. He is unable to determine if insulin leaked out of his body or if insulin leaked from the infusion set. His normal blood glucose level is 130 mg/dl. He changed the infusion site to lower his blood glucose. The patient did not require treatment from a health care professional or second party to address the issue. The patient was sent courtesy infusion sets of a different type. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.